Event description:
It was reported that during a total knee arthroplasty, the sizer was no longer able to lock on the preferred setting. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d8; d9; g1; g3; g6; h1; h2; h3; h4; h6. This complaint can be confirmed based on the returned fractured device. A visual examination of the returned product/provided pictures identified that the tip of the cam item had fractured off, resulting in the sizer body component not properly rotating and locking. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the sizer was no longer able to lock on the preferred setting. An alternate product was used successfully to complete the procedure without delay without complications. Attempts have been made, and no further information has been provided.